Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Date implanted - unknown. Date explanted - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure date, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total knee arthroplasty on unknown date. Subsequently, patient underwent a poly swap procedure on (B)(6) 2014 due to poly wear.

Event description:
It was reported patient underwent an initial knee arthroplasty on unknown date. Subsequently, on an unknown date, patient underwent a revision due to poly wear. The bearing was left in the patient since product was misidentified and no replacement components were available at the time. No further revision procedures have been reported to date.